Event description:
It was reported that the device displayed a "cannot charge" warning message when the hospital staff pressed the charge button while attempting to administer a synchronized shock to a patient with an svt arrhythmia. Another device was used to treat the patient. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.